Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the tt012 instrument was received with the sleeve broken. The broken piece was not returned. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No device history record review could be performed as no lot number was provided.

Event description:
It was reported that during an unk procedure, the front edge was broken. Another device was used to complete the case. There was no adverse consequence to the pt.